Event description:
Per the pt's request, a femoral arteriotomy site closure was planned. A perclose device was deployed but it failed to attach. A second device was used and it also failed. Angioseal was then used to close off area and it was successful after the case, it was identified that one of the two feet of the perclosure d device was missing (from both devices). The pt was x-rayed but these was nothing identified. Patient presented to another hosp. Venogram was done and revealed obstruction thought to be the fest. Surgical intervention is being planned at this time.